Manufacturer narrative:
On 01-mar-2022, mentor received additional information about the event: the patient developed bilateral capsular contracture post implantation (baker grade ii in left breast, baker grade IV in right breast). A separate medwatch report will be submitted for the patient¿s right breast prosthesis. The patient is scheduled to undergo bilateral explantation on (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture. D6b explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis developed capsular contracture (baker grade unknown) in her left breast post implantation. The capsular contracture was diagnosed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.